Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Found in eval - evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device failed the homechoice rite functional test and passed the homechoice rite electrical test. The device met specifications. The cause of the increased intra-peritoneal volume (iipv) was determined to insufficient drain, false empty detect and use error initial drain alarm inappropriately programmed and tidal uf removal set too low. Labeling review was found to be sufficient. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2010 with an ultrafiltration volume 1716 ml during cycle 5. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.